Manufacturer narrative:
Method: x-ray. Evaluation summary: the explanted device was returned and visually evaluated by edwards; summary as follows: as received, the valve exhibits significant wireform distortion leading to improper coaptation of the leaflets. Functional testing could not be performed due to the condition of the returned valve. Furthermore, the sewing ring was cut from commissure 2 to commissure 3. Surface damage was also observed on leaflet 3 near commissure 1, damage appeared to be serrated, and approx 6mm in length. Wireform near leaflet 3 also appeared bent outward. Band was also exposed on the valve. These damages are most likely due to explant. No visible inconsistencies observed on remaining leaflets. Echocardiography review: a short 51 second clip of intra-operative echocardiography (iotee) was provided; independent review of the echocardiography imaging was performed, summary and impression as follows; summary: "a bioprosthesis is noted in the aortic position. The valve appears to be well seated. However, valve anatomy (including leaflet length, mobility, and coaptation) cannot be discerned. Aortic regurgitation is noted. In long-axis views, aortic regurgitation is of indeterminate (central vs. Paraprosthetic) origin, with a relatively anterior jet location (adjacent to the interventricular septum). In short-axis views, aortic regurgitation appears central (not paraprosthetic), with posterior and leftward origins (at the usual locations of the left coronary cusp and non-coronary cusp) greater than a third anterior jet (at the usual location of the right coronary cusp). In short-axis views, aortic regurgitation appears to be continuous (rather than confined to ventricular diastole). In all views, there is no color-flow variancing associated with the aortic regurgitation jets. The overall severity of aortic regurgitation (based on jet diameter within the lv outflow tract) is probably mild. A catheter is noted in the right ventricular outflow tract. A cannula is noted in the left atrium. Color-flow doppler imaging of the aortic valve reveals continuous flow in the proximal ascending aorta. There is significant bradycardia during the latter portions of imaging." Echo impression: "central aortic regurgitation is noted after implantation of an aortic bioprosthesis. Imaging is not sufficient to judge the size or motion of bioprosthesis leaflets; multiple aortic regurgitation jets argues against abnormal anatomy or function of a single leaflet. The aortic regurgitation jets (with continuous flow, and lack of color variancing [suggesting low velocity and therefore low aortic pressure]) and other features associated with acquired images (significant bradycardia, a cannula in the la, continuous flow noted in the aortic root) suggest that hemodynamics likely were not physiologic at the time of imaging, and that the patient might not have been fully weaned from extracorporeal circulatory support. It is not clear that bioprosthetic valve function can be reliably assessed in the absence of physiologic pressures and flows." In addition, edwards manufacturing review confirms that the device in question passed all manufacturing and sterilization inspections. Therefore, the provided information, echocardiography review, and edwards investigation suggest no device malfunction or quality deficiency related to this event. It is likely that this event is related to operational context; user-device interface and improper interrogation via echocardiography in the absence of physiologic pressures. No further action is required at this time.

Event description:
It was reported by surgeon via sales that an edwards aortic bioprosthetic valve model 3300tfx was explanted at implant due to one leaflet appearing shorter once they camm off bypass. Echocardiography film was provided for review. No further information provided.